Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of -11.0/1.5/88 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6)2021. On (B)(6) 2022 the lens was removed and on the same day a different surgery a replacement lens of the same model; size lens but different power lens was implanted due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
Device evaluation: h3 -device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).